Event description:
International customer reported that the needle broke during a gynecological procedure. No adverse patient consequences were reported.

Manufacturer narrative:
Date sent to the FDA: 06/13/2008. The actual needle that is the subject of this report was visually examined. The needle fractured at the tip. Needle holder marks/indents are seen at the fracture location indicating that the device was handled in this area. User error caused the event. The product inserted cautions the user to avoid damaging needle points and swage areas, grasp the needle in an area one-third to one-half of the distance from the swaged end to the point. This is one of two medwatch reports being submitted as two separate devices were used. See 2210968-2008-00267 for the other medwatch. The same patient is represented in each medwatch.